Manufacturer narrative:
Medical device lot #: unknown; medical device expiration date: unknown; medical device model #: unknown; device manufacture date: unknown. Date device returned to manufacturer is unknown. The date of investigation was used. Bd received the sample from the customer facility for investigation. The samples was evaluated and the customer's indicated failure mode for broken hardware was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd sedi-40 was not mixing.